Manufacturer narrative:
The impella device was returned and evaluated. The cause of the reported issue was a defective battery. This report is being filed as part of a retrospective review of historical records.

Event description:
Us complainant reported that the automated impella controller experienced a battery failure red alarm. No clinical details regarding resolution or patient involvement/condition were provided.